Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibers. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.

Event description:
Customer complains it was found membrane broken after five minutes into treatment during the first use. Blood flow rate: 150ml/min; tmp: 140mmhg; the blood was returned to the patient, so there was no blood loss to suffer. No medical intervention necessary.